Event description:
A malfunction alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl, although the specific value was not reported and only displayed as "high." The customer had not addressed their high bg at time of troubleshooting. The issue was resolved by resetting the pump with guidance from technical support, and the customer was instructed to continue using the pump and to call back if the malfunction recurs.